Manufacturer narrative:
Follow-up #1: date of submission 08/31/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: due to continued use of the device, the pump information from date of the complaint was overwritten. A review of recent pump basal and total daily dose history showed that the basal delivery to be accurate based on the user's programmed settings. An accuracy flow test was completed with no delivery defects found. The pump was run for 5 days with no interruption of power observed. A review of recent black box data indicated that the pump was maintaining acceptable battery voltages. There was no evidence of short battery life observed in the current black box or download history. The pump current readings were measured and found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose greater than 500 mg/dl with small ketones, abdominal pain, nausea and vomiting associated with a power issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the battery had went out on the pump at 11:06pm the night before. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a battery issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.